Event description:
A report was received that the patient was having difficulty coupling the charger to the ipg following a recent revision procedure. It was noted that the ipg had flipped sideways. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post-operatively.